Manufacturer narrative:
Multisystem failure. Tears on the commissure of the aortic valve.

Event description:
It was reported that the patient expired post operatively in 2008. Reportedly, the patient was very ill and had been admitted into the hospital in 2008 (approximately 6 weeks prior to the surgery) with multi system failure. It was additionally reported that the patient had liver failure, anemia, aspiration, pneumonia, aortic, mitral and tricuspid regurgitation. Reportedly, tears were observed on the commissure of the aortic valve. Reportedly, a culture test was performed and there were no organisms present. Reportedly, the surgeon has disassociated the patient's death from the event.